Manufacturer narrative:
Device had blank display due to corrosion on lcd board. Unable to perform idle current test, run current test, self test, off no power test and displacement test due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank display that recurred after the pump rest. Blood glucose level at the time of the incident was not provided. The insulin pump will be returned for analysis.